Event description:
Customer reported that an elevated total t4 result above the normal reference range was generated by the access 2 immunoassay system. The system was calibrated and quality controls were within spec prior to the event. The result was reported out of the lab. Subsequent testing produced results in the normal reference range. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse event or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse rerouted the aspirate probe tubing. Although this measure may have resolved the problem, a clear root cause could not be determined, accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.